Event description:
Major pump unit(s) involved: drive unit failure;driveline is coming apart.specific component(s) involved: driveline malfunction;there are two tears where the copper wires are exposed and about 4 distress markscausative or contributing factor: patient noncompliance in device maintenance and protection;intervention(s): the driveline was repair by thoratec technician using rescue tape;type: lvad.

Event description:
Major pump unit(s) involved: drive unit failure. Specific component(s) involved: driveline malfunction.